Manufacturer narrative:
H11: the device was received for evaluation. The initial visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The access luer connector was manipulated and became disconnected from the line. Additional inspection showed an inadequate amount of gluing on the ring of the tubing. The lines of the set including spikes are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the access line (red port) of a prismaflex st 150 set detached from the access tubing during continuous renal replacement therapy. The tubing severed below the connection point. The direct patient line locked immediately to avoid air embolisms or "other possible problems". The estimated volume of blood loss was 500ml. There was no report of medical intervention associated with this event .no additional information is available.

Manufacturer narrative:
Additional information: h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.